Event description:
Pt history of chronic renal failure & required dialysis. Left sided ash catheter inserted in 2004. Developed bacteremia with epidural abscess in thoracic spine with cord compression. Catheter appears to be source of infection.